Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty screwing in the atrial lead, which caused the lead to move positions. The lead was not used and a new lead was implanted. The patient was stable.